Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue through the review of the device's electronic records. Physio observed that the device was intermittently losing connection to the battery in battery well #2. The battery that was used in the event, was not available for an evaluation. After completing other unrelated repairs and observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered itself off multiple times during use with a patient. There were no adverse effects to the patient as a result of the reported issue.